Event description:
It was reported that a superion implant was unsuccessfully explanted due to the patient having "bony ingrowth" with their anatomy. The patient was not receiving effective treatment from the superion implant prior to the explant procedure. The patient experienced lumbar radicular pain and symptoms of spinal stenosis. Due to the patient's anatomy, the procedure was aborted, and the device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.